Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump is not working properly. Customer states that their insulin pump is rejecting their new batteries and alerting battery out limit. Customer advised the time will be off by about 5 minutes per day indicating the battery stops working at different times throughout the day. Battery out limit troubleshooting was performed along with time clock anomaly troubleshooting. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was programmed and monitored. No time loss/gain noted. All operating currents were within specification. The off no power alarm functioned properly. No unexpected low battery alarm was noted. The battery was removed and reinserted. No battery out limit alarm was noted. The pump passed the self test. The pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube and a cracked reservoir tube lip.